Event description:
At the end of the case the guidewire was being wiped with a sponge moistened with heparinized saline. When the sponge was observed after wiping the guidewire, a green colored residue was noted on the sponge. The process of wiping the guidewire with a sponge was repeated and more green colored residue was observed on the sponge. The guidewire and sponges were saved. Packaging for this guidewire was not saved. Customer service at the company was notified and guidewire/sponges will be returned to the company for investigation.